Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had a cosmetic cut, the lead appeared damaged at implant and the lead was stretched. (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay and there was blood in/on the lobe mechanism.

Event description:
It was reported that during implant, two left ventricular (lv) lead models were unable to get a secure distal location. One of the lv leads also was unable to get satisfactory thresholds. The event was reported from the (B)(4) study. Both of the lv leads were removed and no lv lead was implanted. No patient complications have been reported as a result of this event.